Event description:
It was reported four needle 25ga 1in had leakage issues. The following information was provided by the initial reporter, translated from japanese: "leakage from needle in both cases, there is a hole in the middle of the needle, and when the vaccine is sucked up, the air is sucked up. It is said that the liquid will leak."

Manufacturer narrative:
H6: investigation summary a complaint of various instances where the needle leaked during the administration of a vaccine was reported by the customer. A photo was provided by the customer where the needle and the packaging can be seen. Leakage was not able to be confirmed in either provided photo. A device history record review was completed by our quality engineer team for provided lot number 200911. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. A device history record review was completed by our quality engineer team for provided lot number 201003. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 200911. Medical device expiration date: 08/31/2025. Device manufacture date: 08/31/2020. Medical device lot #: 201003. Medical device expiration date: 09/30/2025. Device manufacture date: 09/30/2020. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Initial reporter zip: (B)(6).

Event description:
It was reported four needle 25ga 1in had leakage issues. The following information was provided by the initial reporter, translated from (B)(6): "leakage from needle in both cases, there is a hole in the middle of the needle, and when the vaccine is sucked up, the air is sucked up. It is said that the liquid will leak."